Event description:
The user stated one time over the past 2-3 months they experienced the following "during patient use, the ventilator''s graphic user interface (gui) touchscreen was responsive, and the user could see waveforms and monitored values on the ventilator gui touchscreen then the spo2 monitor attached to the patient would begin to drop in value and give alarms. But when the users checked the ventilator, they could see there was no flow coming from the inspiratory port. They checked this by removing the ventilator breathing circuit and placing their hand on the inspiratory port and they wouldn''t be able to feel any flow. There were no ventilator alarms. The end user would power cycle the ventilator and it would then ventilate the patient without any further issues.¿ there was no reported harm or injury to the patient, and no patient demographics will be shared. The user could not remember the date, time, or the patient this incident occurred on. The customer was unable to return the failed goods/parts. Therefore, no review of the ventilator data from the breath & debug logs could be performed by nihon kohden orangemed (nkom). After multiple communication attempts, the user could not provide any further information.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.